Manufacturer narrative:
This report is based on information provided by a philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device did not pass the operational test. During the evaluation, the brt determined that the device did not pass the operational control test due to a defective processor pca (printed circuit assembly) and mix cable parts (dfm100 cbl ui to processor mix). As a result, the dfm100 assy processor ((B)(6)) and dfm100 cbl ui to processor mix ((B)(6)) were replaced to resolve the issue. The device was returned to the customer fully functional. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective processor pca and cbl ui to processor mix. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The issue was resolved by replacing the aforementioned parts. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).

Event description:
It was reported to philips that the dfm100 efficia defibrillator does not pass operational testing. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.